Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a double beep without cassette attached. The product fault occurred during testing. The device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Received one device. Visual inspection confirmed customer concern. The cause is the damaged downstream occlusion sensor (dso). Replaced the dso to correct the issue. Cadd legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.